Event description:
It was reported that the customer had blood glucose levels of over 400mg/dl. The customer also stated that their insulin pump does not alarm when the reservoir is empty. The customer states that they have received a low reservoir alarm, however there is an absence of a no delivery alarm. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.